Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer confirmed that drawer 2.2 half height matrix was not in a failed state upon arrival. Based on the customer description of the issue, adjusted the catch latch forward, observed the customer successfully access the drawer following the adjustment. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es or5 successfully recovered storage space; however, drawer 2.2 failed to open. The customer rebooted the station, but no resolution was achieved, and the drawer remained inaccessible. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.